Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor reset. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service investigation, the monitor was found to reset. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the damaged flash memory components. The last pt to use this monitor did not report any problems.